Event description:
It was reported that the patient underwent a paddle lead revision for an unknown reason. The patient was doing well postoperatively. Additional information was received that the patient was only getting unilateral coverage. The patient underwent a revision procedure wherein the paddle lead was repositioned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a paddle lead revision due to an unknown reason. The patient was doing well postoperatively.